Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an automatic mode switch (ams) due to noise episodes from the atrial lead was observed. The device is pending explant for normal battery depletion to resolve the event. The patient was stable with no adverse consequences.